Manufacturer narrative:
(B)(4). This is report 3 of 4 involved in this peritonitis event. The sample is not available. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient had a change in mental status and developed peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. On an unreported date, a peritoneal effluent culture was performed with unknown results. Treatment rendered and if dianeal therapy was ongoing were not reported. At the time of this report, the patient was recovering from the peritonitis. The outcome of the mental status change was not reported. Per the nurse, the peritonitis was unrelated to dianeal therapy. A causality statement was not provided for the change in mental status.